Manufacturer narrative:
The act button was unresponsive due to flattened button dome switch. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump did not always give the option of using a square/dual wave bolus when programming the bolus wizard and that the act button was intermittently responsive. Upon troubleshooting, it was found that the instances where the square wave was missing were cases where that would not be an option. Explained that the keys were possibly becoming stuck and advised replacement of the device. The blood glucose reading was 2.6 mmol/ l, and the customer treated with food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.